Manufacturer narrative:
Device received with minor scratches on lcd display window noted. The test reservoir p-cap was able to lock in place. Device passed self test, off no power test and all operating currents tested within the specification. No charge/battery anomaly were noted. Device passed displacement test, basic occlusion test. Device failed prime/a33 test at 2.5 lbs due to faulty force sensor resistor. Unable to verify no delivery/occlusion alarm, motor error alarm or perform excessive no delivery test and occlusion test due to prime anomaly. The motor was tested outside of the device and passed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had some motor error alarm. Customer stated the insulin pump had diminished battery life, several false unexplained no delivery alarms and scratches on screen and small indentation. Troubleshooting was declined. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.